Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the telescope light guide attachment part came off. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation. A definitive root cause of the reported loose/detached light guide connector issue could not be determined. However, it is likely ,the issue was the result of a large mechanical/impact force, due to user handling/mishandling. Olympus will continue to monitor field performance for this device.